Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: nfinion cx lead kit 70cm. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5104149/5104146.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were not returned per facility policy.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were not returned per facility policy. Additional information was received indicating that there was, in fact, no explant procedure.